Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave over-sensing. The patient was brought into clinic on (B)(6) 2019. During the check, far r-wave over-sensing resulting in inappropriate mode switches were also noted. The patient's device was reprogrammed. The patient was stable.